Event description:
Philips received a complaint by the customer on the v60 indicating that the device would not stay in standby. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer states that the device would not stay in standby mode. The customer attempted to go to standby and then it comes right back into normal operational mode. The rse troubleshot with customer; check average air slpm (standard liter per minute). The customer stated while set to 0 device is reading -1.4slpm. The rse informed customer that is why it would not stay in standby mode. The rse informed customer that manufacturer recommendation is to replace the flow sensor assembly and provided parts ID. The investigation is ongoing.

Manufacturer narrative:
The customer took the flow sensor part from a gas delivery system (gds) that he had in stock to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.